Event description:
It was reported that the tube from the ventilator to the humidifier was leaking. The patient involvement was unknown. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that when performing a test ventilation with a test lung, an air leakage was observed. The inspection revealed that the leak was coming from a joint connected to the humidifier tank. Another company manufactures the humidifier and the connector. No ventilator malfunction was established. The issue was resolved by replacing the leaking part from the humidifier manufacturer.